Manufacturer narrative:
Additional suspect medical device components involved in the event:18849063. Product family: dbs-extension upn: m365nm3138550, model: nm-3138-55, serial: (B)(6), batch: 7072554.

Event description:
It was reported that the spinal cord stimulation (scs) patient underwent a revision procedure of the implantable pulse generator (ipg) kit for an unknown reason. No additional information was available.

Event description:
It was reported that the deep brain stimulation (dbs) system underwent an explant procedure due to leads had migrated to the patient's neck as in the first surgery, surgeon did not suture the lead connection down, it also shown high impedances on leads. High impedance was not fixed because the surgeon concluded the lead needs to be fixed and that is a different surgery. The patient is doing well post operatively and the device will not be returned due to hospital policy.

Manufacturer narrative:
Supplemental submitted to include additional information received from boston scientific sales representative that changed fields b5 and h6. Additional suspect medical device components involved in the event product family: dbs-extension upn: m365nm3138550 model: nm-3138-55 serial: (B)(6). Batch: 7072554.